Event description:
Lead management case to extract one 6949 recalled lead that was fractured. The physician first opened the pocket and removed the ICD and eliminating pocket scarring. Access was then gained into the right subclavian vein with a 0.035 wire. At that time the physician was unable to get the rv screw to retract using a 0.014 stylet and hemostats. An lld ez and cook bulldog were then deployed on the lead to provide a traction platform. The physician then attempted to use a 14f glidelight but a segment of calcium prevented the laser from tracking into the subclavian vein so they switched to an 11f tightrail. After the 11f tightrail dissected the calcific area the switch was made to move back in with the 14f glidelight and a 33cm visisheath. Significant adhesions were present throughout the entire length of the lead so the glidelight and visisheath were then upsized to a 16f glidelight and large visisheath. Progression was made into the right atrium when the patient's blood pressure dropped. The remainder of the extraction procedure was abandoned and a sternotomy was performed revealing a 2 inch injury in the svc. The patient did not survive the intervention.